Manufacturer narrative:
Brand name, common device name, manufacture name city and state, part #, PMA/510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR and manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent a surgery for a proximal tibia fracture with two plates. Removal surgery was performed on (B)(6) 2022. During the removal surgery, one screw that fixed one of the plates was difficult to extract. The surgeon cut the screw head with a carbide drill, which allowed the plate to be removed. The shaft of the screw that remained in the bone was extracted using a hollow reamer. This report is for an unk - screw: locking: trauma. This is report 2 of 2 for (B)(4).